Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patients ipg was no longer able to charge. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg will not be returned.